Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, upon connecting the balloon catheter with the electrical umbilical cable and coaxial umbilical cable outside the patient's body, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. The electrical cable was reconnected and the coaxial port was capped without resolve. Additionally, blood flowing through the balloon coaxial port was suspected. The balloon catheter and coaxial cable were then replaced, and test ablation outside of the patient's body was performed. The balloon catheter then temporarily deflated, and the ablation was stopped and restarted. Upon inserting the balloon catheter into the sheath, reflux of blood was aspirated through the side port of the sheath, and air was observed during aspiration. The balloon catheter was removed and re-inserted several times without resolve. The balloon catheter was then replaced with resolve. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device and data files were returned and analyzed. Data files showed that eleven injections were performed on the date of the event without any system notice triggered. The failure files did not show any system notice on the date of the event. Visual inspection of the catheter showed that the device was intact with no apparent issues. Smart chip verification showed that the catheter was never used. The catheter passed the performance test, the electrical integrity as per specification and the impedance was within specification. The blood detection board passed the functionality test as per specification. Dissection and pressure testing did not show any leak or traces of liquid, blood inside the catheter. In conclusion, the reported air ingress issue and the system notice indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled (#50006) were not confirmed through the data analysis or through the testing. The reported blood issue was not confirmed through testing or through data analysis. Also, the catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.